Manufacturer narrative:
B3: event date is unknown, see b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that maybe about a year ago, noticed increase in urgency and doesn't have time to get to the bathroom in time. Patient said overall improvement is less than 50%, has constant bladder spasms, wears pads and a diaper. Patient said that believes therapy is off. Patient said that had a bladder biopsy back in (B)(6) and said that they may have turned the therapy off during the surgery and didn't turn it back on. Patient said that charged the implant (B)(6) and noticed that the therapy was off. Reviewed general use of external devices. With instruction, patient connected to implant, received the message por, dismissed this message and turned therapy on. Reviewed meaning of code. Patient to monitor symptoms and consider making adjustments. Reviewed therapy information and general programming guidance. Patient said is scheduled to start in office treatment for oab using ptns.